Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified whether or not the patient followed the proper post-op procedures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent right total knee arthroplasty on (B)(6) 2019. On (B)(6) 2019, patient presented with acute right knee pain and swelling. X-ray showed possible bursitis, foreign body, and small effusion. Due to prosthesis joint infection, patient underwent revision surgery on (B)(6) 2019.